Event description:
It was reported that during lv lead revision, fluoroscopy revealed externalized conductors. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.